Manufacturer narrative:
A ge representative evaluated the system and found the table had hit the longitudinal limit switch. Ge rep calibrated the table longitudinal movement. System operates as intended.

Event description:
Customer reported, the table can no longer be moved longitudinally. No patient injury was reported.